Manufacturer narrative:
The device has not been returned for analysis. There has been no response from the provider for additional information, therefore the initial mw will be submitted with the information provided. If/when new information is received a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the silent nite 3d sleep appliance broke. No date provided when the patient stopped using the device and the event date is unknown.

Manufacturer narrative:
The device was not returned, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the connector to break. Manufacturer reference: (B)(4).